Event description:
It was reported by the affiliate that during a colectomy procedure, there was an error code 5 on the instrument. No patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results confirmed that the device was returned with the distal tip of the blade broken off and missing. The remaining part of the blade had scratches. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure". The batch histroy records were reviewed with no anomalies noted during the manufacturing process.